Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and restricted anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted for anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 2. An attempt was made to deploy second mitraclip lateral to first clip. A torn in anterior leaflet was observed. As a result, the second clip was removed from the anatomy. The mr was again increased to grade3-4. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury and mitral valve insufficiency/regurgitation associated with unchanged mr could not be conclusively determined. The reported patient effect of unspecified tissue injury and unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.